Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker triggered a safety core condition. The patient had fell before and the right ventricular (rv) lead was damaged. This rv lead was surgically abandondoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a safety core condition. The patient had fell before and the right ventricular (rv) lead was damaged. This rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bulge on the pg can. It was predominately in the location of where the battery is stored. The device case was cut open to facilitate inspection of the internal components and further testing. Battery lab analysis indicated that a tube tear had occurred in the battery that caused a short to the case. This was a pre-design change device. This investigation found that accolade battery shorting associated with torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector. Change notice (B)(4) rounded these sharp notch corners and was implemented in (B)(6) 2018.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bulge on the pg can. It was predominately in the location of where the battery is stored. The device case was cut open to facilitate inspection of the internal components and further testing. Battery lab analysis indicated that a tube tear had occurred in the battery that caused a short to the case. This was a pre-design change device. This investigation found that accolade battery shorting associated with torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector. Change notice (B)(4) rounded these sharp notch corners and was implemented in (B)(6) 2018. This investigation will be updated should further pertinent information be provided.